Manufacturer narrative:
Reportedly, tear of the single-piece silicone toric iol was noted after insertion, requiring intraoperative lens exchange. No incision enlargement or other tissue damage was reported. Another lens of same model was successfully implanted. No reported postoperative sequelae. According to the report dated on (B)(6) 2015, the surgeon stated that the cause of the event was unknown. Based on the complaint history, product evaluation, and medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: device history record review. Results: upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. (B)(4).

Event description:
The customer reported that the surgeon noticed the aa4203tl silicone single piece lens was torn after it was in the eye. The lens was removed without widening the incision and another toric lens was implanted without any injury to the patient. The cause of the event was unknown.

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric. (B)(4). Conclusion: an investigation of the root causes of lens tears, similar to that stated in this complaint was conducted and addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The investigation also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint information, possible root causes for lens tears include both delivery system issues and handling errors by the customer. The product was not returned. (B)(4).

Manufacturer narrative:
Evaluation results - visual inspection of the returned lens product showed the lens was cut into two pieces, the optic and haptic were torn and a piece of a haptic was torn off and missing. There was clear surgical residue on the lens. (B)(4).